Event description:
It was reported that the ventilator showed a difference in pressure between inspiratory and expiratory pressure transducers during pre-use check and displaying a flow transducer error.